Event description:
Replacement check-valve for soclean 2 (model sc1200 CPAP sanitizer) defective. A few days after replacing filter and check valve, I noticed leakage all over my night stand. In fact, CPAP cord got so wet that it stopped working. Check-valve literally fell apart when I removed it. Looking at the check valve, it is obvious that there was an incomplete seal holding the valve together (both ends). After I got my CPAP cried out, I replaced the check valve again with another brand new one. (Both kits were purchased at the same time). The second one also leaked. I called soclean, where I was told they could not send me replacement valves, but would sell me new kits at a discount. I refused. Soclean rep acknowledged this is a known issue, where they suspect parts provided by soclean through (B)(6) may have come from an unauthorized source. I have photos if you would like, or can send both valves. I still have the packaging materials for the second kit, though I do not see a lot number anywhere. It is ID'd as "mfg. Pn1207."